Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep called as they were setting up a 977006 for implant today (rep states patient is having a normal battery replacement) and getting error code 000100bb with "system detected invalid data in device. Therapy may be cleared"on their clinician programmer. Technical services (ts) advised rep to click continue. The rep initially got the same message but clicked continue a second time and was able to interrogate as normal.